Event description:
Pt undergoing a diagnostic laparoscopy for recurrent nausea and vomiting, abdominal pain, and status post remote roux-en-y gastric bypass on (B)(6) 2011. The crna noticed the suction irrigator leaking from around the battery pack during the procedure. No visible indication of "commination" from the irrigator fluid was noted. The surgeon was made aware and questioned the sterility of the suction irrigator. The suction and irrigation was immediately stopped and the surgeon completed the case without incident. No adverse findings associated with event to date.